Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited with no perfusion during ultrasound mode and a system message (check tube fitting and twisting) was displayed. The surgery was completed by replacing the cassette pack, balanced salt solution (bss) and handpiece.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer by replacing the cassette, bss (balanced salt solution) bag, and handpiece. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).